Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for eri, the rv lead could not be removed from the device resulting to implant a new rv lead. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of a header anomaly was confirmed in the laboratory. Upon receipt the device rv df-1 septum was noted to be missing and the rv df-1 setscrew unscrewed but lead still in header. The lead bores dimensions were verified to meet specification. The cause of the header anomaly could not be determined.